Event description:
While removing the guide wire, the catheter was cut. It was possible to withdraw the piece that stayed in the pt's vein. There was no damage to the pt. We do not have add'l info.

Manufacturer narrative:
The sample is not available for the investigation. Upon completion of the no sample investigation, a supplemental report will be submitted. There is no other info available.